Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A kdr921, implantable pulse generator, (B)(6) 2002. (B)(4). (B)(4): the proximal conductor was fractured (clavicle/rib), both the inner and outer insulation was breached (clavicle/rib), the outer insulation was melted, cut, and torn, and had a white substance, cosmetic depression, and cosmetic environmental stress cracking, distal and proximal conductors were stretched, blood was noted on the conductors, the proximal conductor was melted, the lead was stretched, and there was apparent explant damage; partial lead in segments returned and analyzed.

Event description:
The system was replaced in part due to a painful pocket. The rv (right ventricular) lead was returned, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.